Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being explanted due to normal elective replacement indicator (eri). There were no allegations against the device. During the procedure, the physician had difficulty with the left ventricular (lv)-1 port, and which defibrillation (df-1) pins went into which ports, as well as locating set screws. The device was explanted and replaced without further noted issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.